Manufacturer narrative:
Product was received by manufacturer, but investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the bottom of the package is not sealed. The product fell out of bottom of the packaging prior to use. No patient injury reported.